Event description:
It was reported that this pacemaker was unable to confirm capture. Technical services (ts) was consulted and recommended performing x-rays to confirm lead position. The device remains in service. No adverse patient effects were reported.